Event description:
Boston scientific coronary stent "ion" 2.75 x 38 taxus ion stent - accordioned in vessel during deployment (B)(6) 2011. Stent thrombosis resulting in ami on (B)(6) 2011. Confirmed angiographically unable to reopen vessel. Reason for use: stable angina.